Event description:
It was reported that the caller did not see drops of insulin at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by guiding them through the process of filling and loading a new cartridge on the pump, and the caller was able to resume insulin delivery successfully.